Event description:
It was reported, this single use distal cover had an out of box failure. It fell off into the patient. Additionally, the cap was broken where it was supposed to lock in place. The issue was found at the end of therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the duodenovideoscope was removed from the patient. An esophagogastroduodenoscopy immediately after the procedure was required to remove the cap from the patient duodenum. The procedure was completed but was delayed for 15 minutes. There were no error messages observed. The duodenovideoscope and the cap were inspected prior to use. There were no reports of patient or user harm. This report is related to patient identifier (B)(6).